Event description:
The pump turns on and off by itself during biomed testing. The hosp rep stated there is no report of pt incident since the last baxter service event. No additional details or additional contacts were provided.